Event description:
A report has been received of fluid leakage from a tubing set, attached to a cassette, although there was no fluid intrusion into the cassette compartment. There is no sample available for evaluation (patient disposed of tubing). There is no report of patient ill effect.